Event description:
Prior to a cryoablation procedure, 2 iceforce 2.1 cx 90° needles and system tested fine with no issues to report. During the freeze cycle the doctor noticed the shafts of one of the needles started to collect frost. The patient's skin was covered with saline to prevent any injury. The procedure was completed as expected with no injury to the patient. The doctor is experienced with galil cryoablation and reported no issues with the ablation zone or iceball size.

Manufacturer narrative:
The needle reported in the complaint was not returned for investigation. A needle with different lot number was returned for investigation. Multiples attempts were made to obtain additional information, however, no additional information could be obtained. The manufacturing records of the returned device were reviewed and no related deviation or concerns were found. Engineering testing was conducted on the returned needle and found it met all design specifications. The needle passed all investigative tests and the iceball size was within specification. In this case, the patient's skin was protected with saline and the procedure was completed successfully. Galil medical's labeling includes precautions instructing users to protect the skin with warm saline, when appropriate.